Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 22-nov-2017 it was reported that on an unknown date the catheter kinked and caused the patient to be ¿paralyzed, flood her system, and put her into respiratory distress¿. Surgical intervention occurred. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on 2017-nov-29 : device code (B)(4) and patient code (B)(4) added to reflect the information received on 2017-nov-29. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider on 2017-nov-29. It was reported that the kinked catheter associated with the patient's first pump was first noted on 2010 (B)(6). The catheter serial number was unknown as the issue was too long ago. The cause of the issue was determined to be weight loss and pump movement within the pocket. On 2010 (B)(6), the patient's spinal catheter was replaced. The patient's weight during the time of the event and the status of the affected devices was unknown.